Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the haptic broke during implantation. The lens was removed without patient injury. The model and lot numbers of the injector and cartridge were not specified by the facility.